Event description:
Two implants were placed on 2/13/97 (tps cylinder and wd self-tapping). The wd implants was removed 11/25/97. It had failed to osteointegrate (was placed in an extraction site). One person affected.